Event description:
The customer reported that the 8800 system locked up and would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The connection was repaired during the service call. The system was tested and found to be working and put back into service.